Event description:
The customer reported the sys would not save images, and was missing previously saved images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reformatted the hard drive and reloaded sys software. The sys operates as intended.